Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 222 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer reported that they had received a change sensor alert after a calibration error. The sensor glucose value that triggered the suspend event was 77 mg/dl. The customer was advised to call us if he has issues again. The sensor will be returned for analysis.